Event description:
It was reported to philips that half of the flexvision monitor was blank. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the dvi transmitter, and the dvi receiver. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirm that the left part of the flexvision monitor screen was black. The rse asked the customer to reboot the system to determine where the problem comes from. The problem disappeared after reboot of the system, and after that no connection problem under the screen, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The problem disappeared after reboot of the system is not likely to cause or contribute to death or serious injury if it were to recur. There was no impact to the patient. Based on the re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.